Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported going to a walk-in clinic for treatment because her right leg was swollen with a large raised red area. When the pod was removed, there was purulent (yellowish) drainage present. The customer was given keflex (antibiotics).